Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 30 mg/ml dilaudid (hydromorphone) at 9.439 mg/day, 80 mcg/ml fentanyl at 25.172 mcg/day, and 15 mg/ml bupivacaine at 4.72 mg/day. It was reported that on (B)(6) 2020, the patient's pump stalled. ¿patient stated that his pain pump has been ¿stalling¿ for the past few days.¿ there was no electromagnetic interference, MRI, or magnets. It had been more than 2 hours since the stall occurred. They reviewed considerations of silencing pump, set to minimal rate, cover with oral medications, and if replaced send back to the manufacturer. The patient was experiencing withdrawals. The doctor was brought on the call and stated he wants to replace the pump asap and that the patient is on to high of a dose for oral. The doctor stated he is on the way to the clinic to see the patient and patient will decide. There were no environmental/external/patient factors that may have led or contributed to the issue. There was no troubleshooting performed. No actions/interventions were taken. The issue was not resolved at the time of the report. There were no further complications reported/anticipated.

Manufacturer narrative:
H6 correction: the conclusion code 24 was previously indicated in error and has been replaced with 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was noted that they were supposed to replace the pump this morning (B)(6) ), but now the pump started up again. They gave the patient 30 mg of toradal. By that time, the pump started up and had kept running. The patient had been feeling fine. The patient didn¿t feel they needed the replacement pump implanted. It was further noted that the physician however wanted to put another pump in, but the patient didn¿t want to have another pump put in. They wanted to know the chances of it stalling again if the patient leaves it implanted. They were requesting a prediction whether or not this will happen again as the patient didn¿t want to go through two operations, having it taken out and then another one put in. The patient was to consult with their healthcare provider (hcp).

Event description:
Additional information received from the patient indicated that, when the patient's pump stopped working, they went through withdrawals and did not feel good. The pump was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.